Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated they were trying to prime the insulin pump and she received the alarm. The customer stated her blood glucose was 108mg/dl. Advised customer to disconnect and treat per doctor's instruction. The customer stated she does have syringes, but doesn't have any long acting insulin. Customer stated the drive support cap is sticking out. Advised customer to discontinue the use of the insulin pump and revert to backup plan. The customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specifications. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker, stained address/serial number label and missing drive support disk sticker.